Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010; inratio: 2.2, 2.1, 2.2; lab: 4.4, 4.7. Testing after patient received a shot of vit. K. Patient had tested with meter on sunday morning ((B) (6) 2010) and got a 2.2inr; then went to the hospital that evening due to chest pains. He was tested at the lab and got a 4.4 inr and also retested on his meter and got 3 lo errors and 2.1inr and 2.2inr, after reading 4.4inr at the lab. Patient was given a shot of vit.k and retested at the lab within an hour and got a 4.7inr. Patient was still in hospital at time complaint was received.